Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The medical records received on (B)(6) 2018 were reviewed on (B)(6) 2018. The patient was revised to address loosening of the tibial base at unknown interface. The cement is depuy cement.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) was used to capture surgical intervention.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). (B)(4) was added to capture medical device removal.

Event description:
Medical records alleges adhesion.